Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter phone number: (B)(6). Investigation summary: since no samples (including photos) were returned for the reported issue of ¿reaction at injection site¿ with lot number 9271827 regarding item # 391452 the complaint could not be confirmed, and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The DHR was reviewed and there was no reported quality notification on material number 391452 of lot number 9271827. The DHR was reviewed for its sterilization records and was found to be within the parameters and specification of bd standards. The defect could not be confirmed due to lack of defective samples or photograph. The visual investigation on the retention sample of 9271827 did not show any breach in sterility. No sample or photographs were shared by the customer along with the registered complaint. The investigating team simulation of the defect on the retention samples of material number 391452 of lot number 9271827. Bd was not able to duplicate or confirm the indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 5 bd venflon¿ IV cannulas were involved with a serious injury, -reaction. The patients received antibiotics, and extended hospital stays as a result. The following information was provided by the initial reporter: spoke to the head of the pharmacy and the departmental lady of the cardiology department. The cause of the complaints are the reactions after inserting the cannula in patients. During the last 2 weeks, 5 patients developed redness and a reaction along the line of the vessel with the cannula. Patients received antibiotics and hospitalization time was extended.